Event description:
Patient's legal counsel provided medical records that indicated the patient underwent right total hip arthroplasty on (B)(6) 2006. Revision operative notes revealed that a revision procedure was performed on (B)(6) 2014 due to pain, femoral stem loosening, elevated metal ion levels and osteolysis. Revision operative notes further revealed the presence of metal stained fluid and that the greater trochanter fractured and had to be cabled during the revision. The modular head and femoral stem were replaced and an active articulation liner was implanted. Revision operative notes indicate that a second revision procedure occurred on (B)(6) 2014 due to infection. An irrigation and debridement was performed and the stem, modular head, acetabular liner, cone body and taper were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient's legal counsel provided medical records that indicated the patient underwent right hip revision procedure approximately seven (7) years post-implantation due to allegations of pain, femoral stem loosening, elevated metal ion levels, osteolysis, loss of range of motion inflammation, metal-stained fluid, metal debris and metallosis this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative noted received that patient underwent a revision procedure approximately 7 years post-implantation due to pain, loosening of the stem, metallosis and elevated metal ion levels. During the procedure, the presence of metal stained fluid, osteolysis, metal debris, bone loss and a capsulotomy were noted. It was also noted that the greater trochanter was found to be fractured, and had to be cabled during the revision. The modular head and femoral stem were replaced and an active articulation liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Patient's legal counsel provided medical records that indicated the patient underwent right hip revision procedure approximately seven (7) years post-implantation due to allegations of pain, femoral stem loosening, elevated metal ion levels, osteolysis, loss of range of motion inflammation, metal-stained fluid, metal debris and metallosis this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was further reported in operative notes that during the revision procedure, the presence of metal stained fluid was noted. It was also noted that the greater trochanter was found to be fractured, and had to be cabled during the revision. The modular head and femoral stem were replaced and an active articulation liner was implanted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2015-02467 & 02468 & 02469 & 02470 & 02471 & 02472 & 02473 & 02474).